Manufacturer narrative:
This report is submitted on september 6, 2018. (B)(4).

Event description:
Per the clinic, the patient developed an infection at the abutment site and subsequently the device was explanted on (B)(6) 2018. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
It is now reported that the infection was treated with IV antibiotics (date and duration not reported). This report is submitted on october 24, 2018.